Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (high). Reportedly, the customer was using apidra insulin. Customer indicated that insulin type would be changed to humalog.

Manufacturer narrative:
The t: slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.